Manufacturer narrative:
Review of instrument images: splatter of reagents and red cells was detected on the plates and the pipetting station. Customer was advised to change the reagent probe and monitor the instrument. Instrument is operating as expected.

Event description:
Customer reported an abo discrepancy on donor samples tested on the galileo. Sample 1 gave an interpretation of ab positive. When tested manually the interpretation was b positive. Sample 2 gave an interpretation of ab positive when tested manually the interpretation was b positive. Sample 3 gave an interpretation of ab positive when tested manually the interpretation was a positive. Sample 4 gave an interpretation of ab negative when tested manually the interpretation was a negative.